Manufacturer narrative:
H.6 investigation summary: material 221788 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2244936 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing was satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed and other complaints were received on this batch for contamination. Retention samples from batch 2244936 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples. All retentions tubes had the expected appearance for this product of light to medium light yellow, trace hazy to clear. For investigation, two retention tubes went into incubation. One retention tube was incubated in the 20-25 degree c incubator and the other tube was placed in the 33-37 degree c incubator. At the seventh day of incubation there were no signs of growth or turbidity or change in media appearance in 2/2 incubated retention tubes. One photo was received to assist with the investigation: the photo shows three tubes. Two tubes are in a plastic bag and one tube is outside of the plastic bag. The media in all three tubes appears medium yellow trace hazy. Returns were also received to assist with the investigation. One 100-pack bd carton from batch 2244936 was received with 82 tubes in a shipping box with bubble wrap. All 82/82 returned tubes did appear hazy. One returned tube was boiled for ten minutes per procedure. The media was still hazy. 81 tubes were incubated at 33-37-degrees celsius. There was no change in the media appearance. A gram stain was performed and no viable organisms were recovered. Gram negative rods were observed under microscopic observation. This complaint can be confirmed based on the evidence from the returned samples. Bd will continue to trend complaints for contamination/non-viables. No additional actions are indicated at this time. Caution should be exercised in reporting direct gram stain and/or other direct microbiological stain results on tissue specimens processed with this medium due to the possible presence of nonviable organisms in the culture medium. Culture media sometimes contain dead organisms derived from medium constituents, which may be visible in smears of culture media. Other sources of dead organisms visible upon gram staining include staining reagents, immersion oil, glass slides, and the specimens used for inoculation. If there is uncertainty about the validity of the gram stain, the culture should be reincubated for another hour or two and the test repeated before a report is given. Additionally, this product is not labeled sterile. As stated in our package insert, "do not use medium if it shows evidence of microbial contamination, discoloration, drying, or other signs of deterioration".

Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin contamination occurred. The following information was provided by the initial reporter: "customer states product is contaminated and cloudy. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details "

Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin contamination occurred. The following information was provided by the initial reporter: "customer states product is contaminated and cloudy. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details ."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.